Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for kink locator since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted; explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the angio-seal device was taken out from the pouch, the locator was attempted to be inserted into the insertion sheath. As the locator was attempted to be inserted into the insertion sheath with holding the proximal part of the locator, the locator was kinked and was unable to be inserted into the insertion sheath. The device was not used, and another angio-seal device was used to continue the procedure. The locator was inserted into the insertion sheath with holding the tip of the locator and the locator was successfully inserted. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The estimated blood loss was less than 250cc. There was no health damage for the patient. There was no other devices or equipment used with the reported product.